Event description:
It was reported that the catheter balloon was difficult to inflate after the placement.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. Attempted to inflate the balloon and was unable to advance the solution into the balloon. The balloon was dissected to find that there was no inflation notch. This was considered a failure as the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be catheter missed entirely in punching balloon inflate/irrigation notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate after the placement.